Event description:
It was reported that during a scheduled vena cava filter retrieval, a filter limb detached from the filter during the withdrawal with a snare device and then migrated to the pt's lung. The filter was retrieved successfully; however, the detached limb was not retrieved. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was returned. The filter contained 6 legs/feet and 5 arms present and intact. One arm was fully detached from the base of the apex and was not returned with the filter. The broken arm contained a shoulder anchor. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. No images were provided for eval. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural and/or pt factors contributed to this event.